Manufacturer narrative:
Correlations between the device and the reported infection and intracranial hemorrhage could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 9 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient was in the hospital with a methicillin-resistant staphylococcus aureus bacteremia infection with fevers for the past few days. Upon admission, the blood cultures were positive for gram negative cocci and rods in clusters, staph aureus and IV antibiotics of zosyn and vancomycin were initiated. The lvad clinician noted that the infection was most likely from an old chest tube site that had a loculated pocket which was drained with a needle. (B)(6) 2017 the patient was less responsive, with altered mental status and right hemiparesis. Computed tomography revealed an acute intracranial hemorrhage with 1.4 cm subfalcine herniation the right. In addition, a 1.4 cm left subdural hematoma, 5 mm right frontal parietal subdural hematoma and left occipital was found. The patient underwent a craniotomy with clot evacuation. No additional information was provided.